Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date. Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? The patient suffered no consequences as a result of the incident. Suturing was completed with vicryl from another batch which was already on the ward and no delays or adverse outcomes ensued. Could you please clarify if there was any delay in the procedure? There were no delays as we had an alternative supply of vicryl on the ward. Was there any change in the patient¿s post-operative care due to the prolonged procedure? There was no change to the patient¿s post-operative care. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Perineal muscle tissue was being sutured. Was additional dissection required in other organs/tissues other than the target tissue? No. The following information was requested, but unavailable: how long (in minutes) did the surgery prolong? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue?: please provide more information. Could you please clarify if there was any delay in the procedure? If yes, please provide below information was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient's post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch report: 2210968-2023-03392.

Event description:
It was reported that a patient underwent childbirth on (B)(6) 2022 and afterward the patient required suturing and suture was used. While the midwife was suturing the wound, and tying a securing knot after the first stitch and the shorter end of the suturing thread snapped off. The old thread was removed. A new thread with a different batch number was used to complete suturing with no complications. Additional information was requested.